Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The patient reported that their pump was replaced due to efficacy of the device.

Manufacturer narrative:
Continuation of d10: product ID 8711, lot# j0058143r, implanted: (B)(6) 2001, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot# (B)(6), ubd 2003-01-04, UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that the ¿pump was tied off on (B)(6) 2024¿. It was noted that the patient had a possible csf (cerebrospinal fluid) leak related to seromas. The patient had swelling and lots of fluid at the site. The patient had several procedures to drain the csf/seromas with no relief. The pump was explanted on (B)(6) 2024 and a new pump and catheter were placed on (B)(6) 2024.